Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer initially called stating that the meter did not turn on with the test strip. Customer stated that he was using the correct battery and that it had been replaced three months ago. The ¿low battery" symbol was not on. During the call the meter powered on using the power button and turned off when the power button was held. The meter powered on when the test strip was inserted and blood drop displayed to indicate it was ready to perform a test. During the call, a blood test was performed by the customer non-fasting and produced test result of 171mg/dl using meter. Customer states result is a normal number for him at this time of the day after eating. Customer also stated that he was concerned with low and erratic blood glucose test results, stating he had received 61mg/dl and 129mg/dl back to back fasting and a result of 52 mg/dl fasting. The customer¿s expected fasting blood glucose test result range is 90mg/dl ¿ 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2020 and open vial date is 07/15/2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".